Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing inadequate stimulation. The pt is receiving bilateral leg stimulation and only wants unilateral. The pt stated stimulation in one leg is so strong that she cannot balance and then she is experiencing rib stimulation. Reprogramming efforts have been unsuccessful. The physician ordered a CT scan and indicated surgical intervention may be taken at a later date to address this issue.